Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with the following preoperative diagnosis: cervical spinal foraminal mass, left c6-c7. Mechanical neck pain. The patient underwent the following procedure: left c6-c7 hemilaminectomies with complete left c7 facetectomy for decompression of left c7 and c8 nerve roots. Resction of foraminal cystic mass. Posterior cervical fusion c6 tot1. Posterior segmental spinal instrumentation. Frameless stereotactic spinal navigation. Findings: left c6-c7 foraminal mass without nerve root origin and mechanical instability. As per op notes "....mixture of laminectomy bone and bone matrix putty and allograft along the decorticated bone matrix putty and allograft and small pledgets of bmp were tucked directly into the joint as well along the decorticated laminar surface on the right hand side of midline..." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.